Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer reports a hole in the silicone extension of the catheter placed (B)(6) 2009, at the end of the adapter. The patient received prophylactic antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.